Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was at end of life (eol) with a monitor voltage (mv) of 2.25 and charge time (CT) of 30.7 seconds. This product was part of a system revision due to infection. There were no additional adverse effects reported. This crt-d was in storage mode at the change out procedure. This device was successfully explanted and replaced with another device. No other adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.